Event description:
It was reported by the patient that their heart rate was lower than their implantable pulse generator (ipg)'s programmed low rate setting and they had concerns regarding premature ventricular contractions (pvcs). Follow-up was conducted to obtain further information on the patient's device, but the attempts were unsuccessful. Records indicate that the ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.